Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 2411d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the metal piece that cuts the floss was broken. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012: based on the quality investigation, review of the data associated with this complaint category damaged/defective dispenser/component and reportable pqc revealed no adverse trends and no trend involving this lot number 2411d. The retain samples were visually examined according to product specification for waxed and flavored waxed dental floss (mint) and they met specification. A returned field sample was not received for evaluation. The review of the investigation documentation did not show any information that indicated reach mint waxed floss 100yd failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 2411d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the metal piece that cuts the floss was broken. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.